Manufacturer narrative:
(B)(4).

Event description:
Additional information that there was lead fracture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lowpacing lead impedance was observed. During the extraction procedure, leads seemed to have fuse together. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead with the distal tip measuring 34.2cm was returned for analysis. Insulation and conductor damage was noted at 30.5cm from the distal tip consistent with clavicle crush damage. The svc conductor insulation was damaged and the inner coil was exposed at this location. This is consistent with the observation from the field of low lead impedance.

Event description:
Additional information received indicated that both right atrial lead and right ventricular lead were fractured. The rv lead was fractured at the first rib clavicle junction. The lead was extracted and replaced.